Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of extension set luer detachment was confirmed. The returned sample was found to exhibit the same features as a known issue. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that statlocks are coming apart at the tubing connector site proximal to the patient which puts patients at risk for bleeding out. Additional information: I do not have the patient specific information as this was provided to our risk department via our electronic entry system. There were multiple incidents over a week prior to them all being removed from stock. I can tell you that the catheters did not become dislodged during these events; however the patient did bleed out due to the disconnection of the statlock from the connector. Fortunately, all patient alarms were set appropriately and the disconnection was quickly recognized and prevented any negative outcomes. The exact number of occurrences was not provided by the customer.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported that statlocks are coming apart at the tubing connector site proximal to the patient which puts patients at risk for bleeding out. Additional information: I do not have the patient specific information as this was provided to our risk department via our electronic entry system. There were multiple incidents over a week prior to them all being removed from stock. I can tell you that the catheters did not become dislodged during these events; however the patient did bleed out due to the disconnection of the statlock from the connector. Fortunately, all patient alarms were set appropriately and the disconnection was quickly recognized and prevented any negative outcomes. The exact number of occurrences was not provided by the customer.